Event description:
The customer reported that the unit is continuing to have power issues with the dc-200b main unit for the mee-2000a. This issue is intermittent, and the main unit will shut down randomly. The issue is not resolved and is still occurring. This is the third occurrence, and the other 2 have been reported in 300290922 and 300288051. The mee-2000a neural function measuring system is intended to monitor, record, and display the bioelectric signals produced by sensory and motor pathways; and the system measures and displays electric/ auditory/visual evoked potential (ep), electroencephalography (eeg), and electromyography (emg), skin temperature of distal portion of extremities, spo2, and etco2. The unit was not in patient use when the 3rd occurrence happened.

Manufacturer narrative:
The customer reported that the unit is continuing to have power issues with the dc-200b main unit for the mee-2000a. This issue is intermittent, and the main unit will shut down randomly. The issue is not resolved and is still occurring. This is the third occurrence, and the other 2 have been reported in 300290922 and 300288051. The mee-2000a neural function measuring system is intended to monitor, record, and display the bioelectric signals produced by sensory and motor pathways; and the system measures and displays electric/ auditory/visual evoked potential (ep), electroencephalography (eeg), and electromyography (emg), skin temperature of distal portion of extremities, spo2, and etco2. The unit was not in patient use when the 3rd occurrence happened. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following device(s) were being used in conjunction with the mee-2000a. Main unit of the mee-2000a. Model: dc-200b. Sn: (B)(4).

Manufacturer narrative:
Details of complaint: the customer reported that the mee-2000a system had continuously intermittent power issues with the dc-200b main unit, causing the main unit to shut down randomly. There have been 2 two other reports of the issue in tickets (B)(4) and (B)(4). The unit was not in patient use on the 3rd occurrence. No harm or injury was reported. Investigation summary: the cause of the shutdown was found to be a defective power cable for the main unit. As the cable was not returned for evaluation, a root cause cannot be determined. The mee system was delivered to the customer on 11/27/2019. As the mee is a portable system, a possible root cause of the defective power cable is physical damage due to wear and tear. This issue is deemed to be an isolated incident as the occurrences identified during complaint history review are for the same issue for the same serial number. No further issues have been reported. Additional device information: d10: concomitant medical device: the following device was being used in conjunction with the mee-2000a. Power cable: model: dc-200b sn: ni additional information: b4 date of this report d10 concomitant medical device g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that the mee-2000a system had continuously intermittent power issues with the dc-200b main unit, causing the main unit to shut down randomly. There have been 2 two other reports of the issue in tickets (B)(4) and (B)(4). The unit was not in patient use on the 3rd occurrence.